Event description:
The daughter of a (B)(6) male patient contacted zoll lifecor customer support service to report the monitor response buttons were not working. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (response buttons were not working) has been confirmed. The cause of the response buttons not powering on the system was due to a defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.